Manufacturer narrative:
Event was initially reported by eye care practitioner to coopervision (B)(4). No product has been returned and no written documentation received. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: attempts to obtain additional information were unsuccessful. We cannot confirm that there was no permanent impairment or permanent damage. Conclusion: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Event was reported by eye care practitioner directly to coopervision. Patient has been wearing biofinity (comfilcon a) lenses for the past year. Problems started for the patient after two weeks of wear. Optician saw small white scars/dots on each eye. Patient has suffered a corneal ulcer. Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date.